Event description:
It was reported by the customer that during the technical inspection of the cardiosave intra-aortic balloon pump (iabp), several parts were found to be worn out or had reached the end of their life cycle, necessitating immediate replacement to ensure the equipment operates safely and reliably.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during daily equipment check, the cardiosave intra-aortic balloon pump (iabp), several parts were found to be worn out or had reached the end of their life cycle, necessitating immediate replacement to ensure the equipment operates safely and reliably. No patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9(device available for eval), d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) is waiting on the customer to purchase parts to complete this repair, the customer has been informed of the parts and once the repair is completed or more information this complaint will be updated accordingly.